Event description:
Livanova deutschland received a report that c5 system panel displayed an error related to motor control failure. The event occurred during procedure. There was no patient injury.

Manufacturer narrative:
A1-a5 patient information was not rpovided. H11 livanova deutschland manufactures the c5 system panel, the event occurred in united states. Through follow up communication it was learned that the reported event was related to a double roller pump 85 and was an intermittent failure. Livanova field service engineer was dispatched on site, confirmed the event and to fix it the roller pump head and the hms board were replaced. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.